Event description:
Customer called to request assistance setting up her adc blood glucose meter. While on the phone customer reported that on (B)(6) 2014 she attempted to perform a test, but when she inserted a test strip the word "set" appeared. Customer noted she was very tired, so she "fell asleep, or passed out", she wasn't sure which. When she got up, she self-presented to a local hospital, where her husband worked as a nurse, in order to check her blood sugar. A reading "over 300 mg/dl" was received on a hospital device. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and administered 10 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Original MDR was submitted as an initial, but should have been submitted as an initial/final because the complaint involved a training issue not a product issue, hence no product would be returned for investigation.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.